Event description:
Information was received indicating that a "no disposable alarm" occurred to a smiths medical cadd-legacy® plus pump. The pump was sent in for repair and a no disposable alarm was installed. However, upon use of the device, reported no disposable alarm. There were no reported adverse effects.

Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in good condition. Upon review of the device history log six no disposable alarms were recorded and one event occurred when 1ml remained for the infusion. Sensor testing found the dso sensor value within manufacturing specification. Simulated use testing was performed by attaching a cassette to the pump with no issue. However, upon removal of the cassette the pump alarmed "no disposable attached." The complaint was unable to be duplicated although the event log verifies that the event occurred. Based on the evidence, there is no fault found and the root cause is unknown.